Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. The device was tested with a test keypad and no frozen screen noted. Unable to prime during prime test due to faulty force sensor resistor and unable to complete testing due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was 348 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.